Event description:
Patient undergoing CT guided lung biopsy. CT system locked and did not provide real-time images. Needle pulled while attempts made to reset system. Once reset, guided lung biopsy completed. Following completion of procedure, small pneumothorax was noted by radiologist. Pneumothorax is recognized complication of procedure, but system failure cannot be ruled out as contributory cause, particularly in light of continuing system issues. The underlying issue (system lock/freeze during scan) has occurred numerous times on standard scans. Other system issues (laterality) have been encountered with this unit.